Event description:
It was reported that the crosslink center locknut was sheared off during tightening in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. A visual macroscopic examination found that the eyelet post sheared from the eyelet. Shear was caused by excessive torque that exceeded the limits of the eyelet post. A review of the device history records found no documentation to indicate a non-conformance to specification.